Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose was ranging from 30 to 259 mg/dl. The customer addressed the low blood glucose (bg) levels with food and glucose tablets and the high with a correction bolus. The customer thought that the settings was the cause of the fluctuating bg levels and was at a healthcare provider's office when a low bg had occurred.